Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during atrial lead repositioning for dislodgement, the rv lead was noted to have nicks in the insulation. There were no electrical anomalies. The lead remains implanted.